Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1.

Event description:
The customer's mother reported via phone call that their insulin pump received replace battery alarm. The customer¿s blood glucose level was 280 mg/dl, 109 mg/dl, 204 mg/dl. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now with a low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.